Event description:
The pt was implanted with a device in her left breast that the physician later removed due to would dehiscence. The pt was implanted with an implant with remote injection site in her right breast on 6/17/96. Subsequently the physician noted that the device had deflated. No add'l info regarding this occurrence the physician noted is available at this time.